Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device/coii s seemed t o be embedded in the cervix"), device expulsion ("migration of essure device: uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss, dizziness, depressive disorder, tobacco user, gastroesophageal reflux disease and cardiac pacemaker insertion. In 2013, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ (painful sexual intercourse)") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("pink vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).total hysterectomy (uterus and cervix removed)).total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(4)2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, abdominal distension, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(4)2013 and (B)(4)2013, following discussions with her physician, plaintiff underwent the essure procedure. Left tubal spasm, left coil placed on (B)(4)2013. On (B)(4)2013 - right tube occlusion, no coil in left tube, (B)(4)2014- successful occlusion.essure insertion was done on (B)(4)2013 and left coil placed on (B)(4) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2013: unilateral occlusion (right tube occluded); on (B)(4) 2014: successful occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain,abdominal pain, bleeding most recent follow-up information incorporated above includes: on(B)(4)2018: medical record received: the event abnormal uterine bleeding, reporters and concurrent condition added. Case got medically confirmed yes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device/coii s seemed t o be embedded in the cervix"), device expulsion ("migration of essure device: uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight loss, dizziness, depressive disorder, tobacco user, gastroesophageal reflux disease, cardiac pacemaker insertion, dysuria, syncope, bradycardia and atrioventricular block. In 2013, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ (painful sexual intercourse)") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("pink vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).total hysterectomy (uterus and cervix removed)) and surgery (salpingectomy (bilateral removal of fallopian tubes).total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, uterine haemorrhage, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, abdominal distension, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(6) 2013, following discussions with her physician, plaintiff underwent the essure procedure. Left tubal spasm, left coil placed on (B)(6) 2013. On (B)(6) 2013 - right tube occlusion, no coil in left tube, (B)(6) 2014- successful occlusion. Essure insertion was done on (B)(6) 2013 and left coil placed on (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded); on (B)(6) 2014: successful occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record:pelvic pain,abdominal pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device"), device expulsion ("migration of essure device: uterus") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ (painful sexual intercourse)") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("pink vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, abdominal distension, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(6) 2013 and (B)(6) 2013, following discussions with her physician, plaintiff underwent the essure procedure. Left tubal spasm, left coil placed on (B)(6) 2013. On (B)(6) 2013 - right tube occlusion, no coil in left tube, (B)(6) 2014- successful occlusion.essure insertion was done on (B)(6) 2013 and left coil placed on (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded); on (B)(6) 2014: successful occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), vaginal discharge and migration of essure device uterus were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and abdominal distension ("bloating"). The patient was treated with surgery (pelvic surgery done on (B)(6) 2016 try to and alleviate the symptoms). At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: on or about (B)(6) 2013 and (B)(6) 2013, following discussions with her physician, plaintiff underwent the essure procedure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.